Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification and the off no power alarm functioned properly. No unexpected battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a loose and shifted end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The battery was removed and the insulin pump alarmed battery out limit, which was unable to be cleared. The battery was removed again and the insulin pump alarmed weak battery, which was cleared, but the insulin pump would not allow the caller to set up the time and the date. The customer's blood glucose was 13 mmol/l, which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.